Event description:
Pt had penile implant implanted in 8/87. This failed in 1988 and he had another implant placed at that time. This second implant also failed (eg, would not inflate) and was removed 12/29/95.